Event description:
It was reported that there were concerns this pacemaker exhibited longevity issues. Technical services (ts) performed a data analysis and determined the device exhibited premature battery depletion (pbd). Ts suggested replacing the device within 90 days. The device remains in use. No adverse patient effects were reported.